Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d2. Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including defibrillation testing, shock testing and charge cycling using known good test batteries without duplicating the report. The older battery lug nut configuration was replaced with the latest version as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to charge to set energy. Complainant indicated that there was no patient involvement in the reported malfunction.